Event description:
It was reported a patient underwent an initial knee arthroplasty. Approximately 2 months post implantation, the doctor repaired a torn tendon and exchanged the poly, tibial and femoral bushings, axle, yoke and locking pin. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 150493 - oss reinforced yoke - 594230; 150480 - oss axle - 138980; 150476 - oss poly tibial bushing - 153900; 150477 - oss poly femoral bushings - 242510; 150411 - oss tibial poly bearing 14 mm - 706300. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03083, 0001825034-2021-03084, 0001825034-2021-03085, 0001825034-2021-03086, 0001825034-2021-03088.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.